Event description:
Patient reported left side "implant walls...undulating". Physician reported "breast pain" and "diagnostic muscular contracture (capsular contracture) grade unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: through the photos provided, it is not possible to determine the lot number and catalog number. Broken device. No observed wrinkling device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: a4, b3, b5, d4, d.6a, g2, h4, h6.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device has been explanted.